Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a retinal thrombosis with vision loss. It was reported that two days after a pulsed field ablation (pfa) procedure, the patient complained of vision loss and go back to the hospital for examination. It was determined that retinal thrombosis was the most likely cause of vision loss in 1 eye. The patient was given blood thinners and the issue was considered solved. The patient had successfully recovered from the event. The device is not expected to return as it was disposed.